Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-aug-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication was not crossing over to station. A technical support specialist (tss) reported receiving the case while in the queue. The tss checked the medication identifier on the station and noted that it showed as available. The tss identified a database error that indicated the station required a manual recovery process due to invalid change tracking values. The tss followed the steps outlined in the knowledge article and transferred the necessary files to the station. The tss stopped the data synchronization and maintenance services, executed the required structured query language scripts, and saved the results. The tss then ran an additional structured query language statement to clear the system operation table and restarted the data synchronization. After monitoring the station, the tss observed no variation in the change tracking version message. The tss restarted the maintenance service and rebooted the station. The tss accessed the pyxis enterprise server web application, navigated to the appropriate facility, updated the synchronization change tracking chunk size, and saved the configuration. The tss confirmed that troubleshooting was completed, no further issues were reported, and the case was closed. The system functioned after the technical support specialist troubleshoot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es was not crossing over, resulted in patient medications expiring. This issue occurred after the network and power socket were unplugged, causing the transaction to be lost. The customer stated that the user managed to get the medication from another station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.